Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted once the plant has completed their evaluation.

Event description:
A peritoneal dialysis (pd) patient reported she was in fill 1 and the cycler had then alarmed for air detected in cassette. Technical support had advised the patient to discontinue treatment. After discontinuing treatment the patient discovered solution leaking from inside the area of the pump door on the cycler. The set may be made available for evaluation. During follow up the patient reported she was prescribed prophylactic antibiotics as a precaution. Patient reported her effluent remained clear. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.